Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
In 2006, the physician successfully closed an arteriotomy site with the starclose device following an interventional procedure. One week later, on the date of event, the patient returned to the hospital with an "infection of the groin". The patient was treated with the oral antibiotic, levaquin, and discharged to home. She was sent home with home health visits from a nurse, for 5 days of wet to dry dressing changes. Eighteen days later, the patient was free of infection, but still complained of a "pinching" in the groin when sitting.